Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead with a stylet, a clip-on-tool, and an implant tool was returned in one piece for analysis. Final analysis of visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Device was returned on 08 oct 2024 to abbott facility and reporter's address was updated.

Event description:
It was reported during procedure. The right ventricle (rv) lead failed to capture and failed to sense. The rv lead was not used and another rv lead implanted. The patient was stable throughout the procedure.